Event description:
Per the clinic, the device was explanted on (B)(6) 2014 due to infection. The patient was reimplanted with another device during the same surgery. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
This report is filed may 13, 2014.

Manufacturer narrative:
(B)(4).